Event description:
Per provider, warranty replacing the base and charger. This is the second base, last one week and over heated the battery box. Now once again the batteries cannot be removed from the chair and emits a burning smell.